Event description:
Reportable based on device analysis completed on 26oct2018. It was reported that the device did not cross. The 80% stenosed target lesion was located in the mid left anterior descending artery. A guidezilla ii guide extension catheter was selected for use. During procedure, it was noted that the device did not cross due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable. However, device analysis revealed that there was tip abrasion/material lifting. Device eval by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Inspection revealed tip damage (misshapen/abrasions/flattened/ material lifted from shaft) over an area of 4mm. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.